Event description:
The lay user/pt sent a letter with the meter to lifescan (lfs) stating that the meter had "gone faulty" and requesting it to be replaced. Lfs contacted the pt in february 2006 and spoke with his wife. The wife did not known what the issue with the meter was. She stated that the pt was not able to test his blood glucose for 10 days due to the meter not working. She was not able to answer as to what the issue with the meter was and why the patient was not able to test. The pt was in the hospital due to "diabetes problems". During the time he was not able to test his blood glucose on the meter, he had experienced hypoglycemic symptoms (specific symptoms not provided). The patient was taken to the hospital (date/time not known). Prior to going to the hospital, he had attempted to test on the reported meter, but it did not work. At the hospital, he blood glucose level on the hospital meter was "17.?". The patient's wife was unwilling to answer as to what treatment was administered to the patient. The admitting diagnosis at the hospital was "partly kidney failure". The wife was also unwilling to answer what the patient's diabetes medication regimen was and if he had continued to take his medication during the time he was not able to test on the meter. She did not provide any further information regarding the meter, test strips, or control solution. Although the issue with the meter is not known and there is insufficient information available regarding the events leading to the hospital visit, this complaint is reported because the meter failed to function at the time of concern (patient was not able to test on meter for 10 days and did not obtain a result prior to going to the hospital.